Event description:
An incident occurred during a valve placement procedure where part of the delivery catheter's wing broke off in the patient. The piece was not removed from the patient. It is unclear if an intervention was attempted to retrieve the piece. We are conservatively submitting this report. The following device deficiency was not associated with an adverse event.